Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported suction loss on male patient with an intralase patient interface (pi) after the laser fired during raster pattern on the left eye. The doctor attempted to repeat raster pattern and suction loss occurred again prior to laser firing. The procedure was aborted and doctor decided to repeat attempt of lasik flap with intralase at a later date. Patient one day post-op best corrected visual acuity (bcva) was 20/20. Two reports will be submitted one for patient interface and one for equipment. This report is for the equipment.